Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape, act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that act button wasn't responding. The customer stated that the pump dropped years ago. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 500 mg/dl. Customer stated keypad stop working before the button error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated for high blood glucose with manual injection.